Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01068 and 01069) submitted for devices related to the same event.

Event description:
It was reported by the site that the patient recognized that the controller changed from one power port to the other one before batteries were down to 25% (>25%). It was stated that the switching could be reproduced by manipulating the connections, and that the issue was resolved by the battery exchange. It was further stated that there were no effect on patient and that the patient was doing fine the whole time. No additional information provided.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Review of the controller log files revealed that battery (B)(4) was not in use during the period of time covered by these files and battery (B)(4) was in use during the analyzed period, but was not involved in any premature power switching events. However, review of the controller log files did show several occurrences of communication errors between the controller and the battery; the controller was logging the battery serial numbers as zero. Heartware has opened an internal investigation to evaluate communication errors between the controller and batteries. The reported power switching event could not be confirmed or duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01068 and 01069) submitted for devices related to the same event.